Event description:
A customer reported that, during a vitrectomy, when the infusion rate on the ophthalmic operating system was adjusted, the infusion value froze on the screen, while the audio continued to announce the correct value. The issue was resolved by switching to air and then switching back. The surgery was completed on the same day, and the details regarding patient harm has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).